Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction. There was no reported pt or user injury, and after a delay, that was not clinically relevant the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the alleged overheating was problems with the motor cartridge assembly and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was returned to the customer.